Manufacturer narrative:
60 years during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna 1.5 x 10 mm, powered lacrosse 2.5 x 8 mm. Guide wire: x-tream, suoh. Guide catheter: 6fr profit jl3.5. There was no reported product deficiency. Perforations are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat in stent restenosis of another stent. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 3.75 mm. The safety and effectiveness of the stent have not been established for subject populations with in stent restenosis; however, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that the predilated and restenosed mid left anterior descending (lad) artery perforated after the deployment of the 3.0 x 28 xience v stent at 14 atmospheres. Prior to that, a 2.5 x 28 xience v stent was implanted in the predilated and restenosed distal lad without issue. The perforation was treated using a non-abbott balloon at low pressure for a long inflation period. The patient's condition resolved without sequela the same day. The patient was discharged two days after the procedure as planned. There was no additional information provided.